Event description:
Customer reportedly obtained results of 76mg/dl, 54mg/dl, and 43mg/dl on the aviva sys within 10 mins. Customer was given food due to feeling shaky. Requested return of suspect test sys and replacement was sent. No strip info provided. No quality controls were used. Info suggests comparison performed in the home.